Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7074952; product family: scs-ipg-r, upn: m365sc11600, model: sc1160, serial: (B)(4), batch: 348887.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming done. It was noted that the patients leads had migrated. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were kept by the medical facility.